Event description:
It was reported that during reprocessing, the distal end of the videoscope was found to have peeling/chipping at the scope tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue of peeling/chipping at the scope tip was confirmed. Based on the results of the investigation, the probable cause of the complaint was due to cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.